Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
This is filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. The clip delivery system (cds) was advanced to the tricuspid valve; however, the clip opened while establishing final arm angle (efaa). During grasping, the leaflets were lost during insertion, but were able to be re-grasped. The clip was ultimately deployed. Another clip was deployed, reducing the tr to 1. The mitral valve was also treated, reducing the mr from 4 to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported clip opening while locked and difficult grasping could not be determined in this incident. The device was used for treatment of the tricuspid valve. The mitraclip system instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve; however, the off-label use of the device did not likely contribute to the reported mechanical issue and failure to adhere or bond. There is no indication of a product quality issue with respect to manufacture, design or labeling.